Event description:
No samples were returned by the user facility. The medwatch report received in conjunction with this event indicated the device was not available for evaluation. No lot number identification was available to support analysis of sister samples. The user facility reported the device was in use with an intermittent injection cap and that there was a small length of catheter tube remaining attached to the catheter hub. The MFR's experience has shown that, when catheter tubing remains attached to the hub after severance, an external cutting, puncturing or compressive force has been exerted against the catheter tube causing it to sever. Severance can occur with any intravenous catheter tube when improper procedures are employed during the use of the device. Device instructions accompanying the product caution against the use of scissors during dressing changes, the use of needles longer than one inch with the device and reinsertion or redirection of the introducer needle during insertion. Frequency of occurrence is not greater than usual for this device in that the incident rate evaluated over the previous 12 months using regression analysis demonstrates a statistically significant (p value = 0.009) downward slope that is substantial (t-ratio = -3.21). Severity of occurrence is not greater than usual for this device in that the outcome has been limited to no impact (no catheter embolus) to catheter embolus requiring diagnostic studies to determine location with subsequent minor surgical cutdown for retrieval. The FDA access number for the report filed corresponding to this matter is m742287.